Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus via the pump was delivered to address the bg level. A supply change was performed resolving the occlusion alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Additionally, it was reported the customer was currently experiencing an elevated bg level of 300mg/dl due to an unknown cause. Reportedly, the customer believed the elevated bg level may have been caused by scar tissue. A correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. Tandem technical support advised the customer to contact their healthcare provider in order to determine what may be causing the high bg levels.